Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4): analysis could not confirm the initial report, device passed functional testing. Analysis did find that the upper case was broken and the lower case was out of specification, the battery release and battery drawer was contaminated, one side bail cover was broken, the battery contacts were compressed and the encoder flex was out of specification.

Event description:
It was reported the epg (external pulse generator) spontaneously turns off. It was further noted that a new battery had been placed. There was no patient involvement.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Analysis of the device is in process; the results will be forwarded when available.